Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a family member believed that the manufacture of the patient¿s implantable cardioverter defibrillator (ICD) system was responsible for the patient¿s death as this family member tweeted ¿don¿t trust them¿ and ¿they ass killed him¿. Follow-up information for cause of death was obtained from the funeral home. The cause of death was reported to as sepsis, secondary to infective endocarditis. The source of the infection is unknown.